Event description:
The affiliate reported that the patient was referred to the hospital for a pump refill. The patient was kept in the hospital for medical observation. The next day it was noticed that approximately 3 ml were missing. A septum defect was suspected. As a result, the pump was exchanged and it was later confirmed that fluid was seeping out of the septum.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the root cause of the infusion medication irregularity could not be determined during the product investigation; however a (B)(4) was initiated to investigate the root cause. The defect was confirmed based on the transaction log analysis: the pump has been found empty earlier than expected. An overflow that could be attributed to a compliance effect was observed during the investigation. The root cause of this compliance effect is an air bubble introduced in the pump either during a pump refill or during the pump transportation or storage, after the pump ex-plantation, as it was returned with the program in progress and the reservoir empty. The septum leak suspected by the sales representative could not re-produced in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.